Event description:
"B subgl infra dc gels for augmentation. Pt c/o r looking "different" from l except 1 1/2 yrs & progressive firmness. Pt denies h/o trauma or decreased size. Has some discomfort on r side. Pt also c/o systemic probs., including arthralgias (+ am stiffness r>l), myalgias, dysesthesias/paresthesias, swelling, fatigue, sleep disturb., adenopathy, fevers, hot flashes/sweats, headaches. Tmjd, prob. Autoimmune keratocoryunctis, dizzy spells, memory probs., dry mucus membranes, hair loss, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp, costochondritis, choking sen., wgt. Fluctuations, gi & gu disturb. Pt is otherwise healthy."